Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  Device history record (DHR) was reviewed and no discrepancies were found. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the left cylinder was obstructed therefore the monomer could go through. Investigation results concluded that the reported event was likely due to an handling error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2017-00286.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(4). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not enter the cartridge. No further information has been provided.